Manufacturer narrative:
Result - fowler set screw out of adjustment. Conclusion - set screw readjusted.

Event description:
It was reported by service report that the bed loses motor functions after CPR is engaged. No pt involvement or adverse consequences are reported.